Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection displayed no signs of physical damage to the conductor wire. The instrument was fully functional. No product issue was identified. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completed as planned with a backup instrument of the same kind and no known impact or patient consequence was reported.